Event description:
Reporter indicated a patient's vns generator was explanted due to infection. The patient was also treated with antibiotics. The infection was thought to be due to lingering abscesses from a previous vns generator infection in 2004 (reported via MDR #1644487-2006-00269). Attempts to the reporter for additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.